Event description:
It was reported that the patent spinal cord stimulation (scs) system was explanted due to unknown reasons. No further information has been obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7079550, UDI: (B)(4).